Manufacturer narrative:
On 08-jun-2022, the mentor failure analysis lab received the device for evaluation. Additionally, mentor became aware that the patient's left breast prosthesis is a mentor smooth round moderate profile 425cc saline breast prosthesis. This report is for the patient's right breast prosthesis. On 15-jun-2022, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced deflation in the breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be deflated and received in two parts. In addition, a crease/fold was observed on the edges of the tear. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation procedure with an unspecified mentor saline breast prosthesis (left device) and a mentor smooth round moderate profile 475cc saline breast prosthesis (right device) that both deflated post implantation. The patient noticed that one of the breasts appeared smaller than the other. As a result, the patient underwent bilateral explantation and replacement with a mentor memorygel breast implant 600cc gel breast prosthesis and a mentor memorygel breast implant 500cc gel breast prosthesis on (B)(6) 2022. The surgeon noticed that the right breast prosthesis was deflated and the left breast prosthesis appeared intact. When the surgeon attempted to remove the left device, it was reported that it fell apart. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast prosthesis deflation. Manufacturer¿s reference number: (B)(4).